Event description:
It was reported that a pt underwent an emergent one-level lumbar balloon kyphoplasty procedure. During the procedure, the pt "coded" after the bone cement was implanted. Reportedly, the pt was not able to be successfully resuscitated and expired on the operating room table. It was noted that the pt was having respiratory difficulties throughout the procedure. No additional information was reported.

Manufacturer narrative:
Method; device not returned; followed up with company representative.